Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door latch was loose and falling off and oxidation of microswitches. The field service engineer applied new 3m tape and removed oxidation and reseated wiring harness to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a refrigerator lock that was not working, and it was hard to open. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.